Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer stated the pump unexpectedly reset. There was no impact to the customer's blood glucose level. Troubleshooting with tandem technical support indicated that the pump had shut off due to insufficient battery power however, the customer insisted the pump had unexpectedly reset. It was indicated that the customer had manual injections as alternate insulin therapy.